Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument was spinning and would not stand still when trying to move the gall bladder. A backup instrument was used to finish the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is no further information available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have the cable crimp dislodged. The grip crimp was located near the base of the distal yaw pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation not reported by site: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.